Event description:
It was reported that the subject device had a loose contact problem. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a noise image occurred, the fiber bounding in the outer tube area (distal end) was damaged, and the light transmission was not given or too low. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the charged coupled device was broken a noise image occurred; due to the light guide bundle of the insertion section was broken the light transmission was not given or too low; and for ¿the fiber bonding in the outer tube area (distal) is damaged¿, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.